Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the right atrial lead exhibited noise oversensing which led to inappropriate mode switch. Unable to reproduce noise with pocket manipulation and isometrics in clinic. Atrial capture, sensing and lead impedance were within normal range. Patient was asymptomatic and would continue to be monitored.